Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the nasolabial folds and superior perioral area with 1 cc of juvéderm ultra plus¿. The next morning, the patient reported a ¿headache and discoloration to skin.¿ the patient was assessed, where ¿livedo¿ was noted on the right side lateral the to the nasal alar groove, right superior labial area, right forehead, and right mid-cheek. The patient was treated that day with 10 ml of hyaluronidase 150 iu/ml and 4 baby asa. The next morning, the patient was reassessed with some improvement noted. The patient was given another 13 ml of hyaluronidase 150 iu/ml and was seen by the medical director. The next day, the patient reported ¿pustules¿ that were ¿draining green/yellow pus¿ to the area lateral to the right nare. The patient was advised to see a family doctor. Event status is unknown.

Event description:
Additionally, it was reported that the patient was injected with .5 ml of juvéderm ultra plus¿ at the entry of the oral commissure and fanned from nasolabial fold and perioral lines. The event was noted to be ¿at the tip of the nose all over the bridge of the nose.¿ the patient had prior sub clinical shingles that was not visible at time of injection and was diagnosed by a medical director and dermatologist. The patient was also treated with massage and hot compresses the same days the hyaluronidase and asa were given. The event resolved a week after treatment. The patient ¿still has skin redness¿ that is healing but very much improved.